Event description:
Customer reported she received a no delivery alarm; she changed the infusion set twice and alarm occurred again. Customer has been getting no delivery alarms for two days. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit and the insulin pump alarmed no delivery. She was then instructed to disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin exits the tubing and alarm occurred during manual prime. Customer connected a new infusion set and was able to get insulin put at manual prime without the presence of the no delivery alarm but when running fixed prime she got a no delivery alarm. Initial blood glucose at the time of event was 137 mg/dl; value the day of the call was 242 mg/dl and at the end it was 92 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.